Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the synchronization is not communicating. A technical support specialist follow the ka articles to full synchronization the device to resolve this issue. The system functioned as intended after technical support specialist troubleshoot the device.

Event description:
It was reported by the customer that a pyxis medstation es system was not syncronizing and not able to add patinet for pull the medications. The customer stated that there was a delay in dispensing workflow and unable to pull out the patient information. There were no adverse events or injuries reported based on this event.